Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging and pump was unable to be turned on. Customer's blood glucose was 150-172 mg/dl and ketones were present. Customer reverted to using insulin pens for insulin therapy.